Event description:
It was reported a patient had allergic reaction to spark aligners. After starting using the aligners, the inside of the patient's lips began to swell and became inflamed to the point of having sores. Patient had burning sensation and discomfort. As time progressed, the external part of the mouth also became affected, very swollen, doing normal activities like talking, eating and smiling became very painful. The inflammation, according to the dermatologist spread to the cheeks, eyes and neck. Doctor considered it is a serious injury in terms of propagation of an inflammation of skin and mucous membranes. Patient went to see medical attention with a dermatologist that diagnosis allergy to the aligners. It were prescripted medication to treat the reaction: metrodox (antibiotic); xyzal (antihistaminic). The patient is not fully recovered, still under treatment, but patient presented great improvement after stopping using the aligners.